Event description:
It was reported that the patient would miss a refill on the day of report due to the inability to cover the co-pay. The patient was getting refilled every six weeks. Fifteen days later, it was reported that the patient's alarm date was set for (B)(6), but she was refilled on (B)(6). It was noted that there was no problem with either the pump or the catheter. There was no hospitalization related to the event and the patient outcome was notated as 'non-serious injury or illness.' The drug used in the system was lioresal.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).